Event description:
A bipap pro biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles in the assembly; yet blower foam degradation was noted. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.